Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to get the past sing in screen. A technical support specialist accessed to the station by admin account and accessed the med application. Customer confirmed that able to access the med application.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to get past sign in screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.